Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. The ventilator was investigated on site by our field service engineer. The nozzle unit in the o2 and air gas module were found defective. After replacement of the nozzle units, the ventilator functioned properly and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Analysis of the received device logs confirm that the ventilator failed pre-use check on the reported event date. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref.#: (B)(4).